Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events summarized: 8. Novasilk -2. Restorelle -6 - attachment: [oto asr aug sept 2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated recurrent pop, recurrent sui resulting in surgery under general anesthesia to revise and repair scar tissue in the anterior vaginal wall from old novasilk and / or aris tot mesh.